Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4) and imported into the USA by (B)(4). As a consequence, fidia (B)(4). (The manufacturer) is submitting this report even on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. The case comes from fidia us and it is related to the product hymovis. The patient after using the product had pseudoseptic arthritis. The case has been evaluated as serious due to important medical event. The case has been deemed as serious/expected. The causality relationship has been deemed as probable. No new signal alert has been detected. Further information has been requested to the reporter in order to have more clinical details on the case. Device was not available.

Event description:
This is a serious adverse event initially called in by fidia pharma USA inc. Sales representative. The sales rep reported that at a breakfast meeting an office manager, (B)(4), mentioned that a female patient with severe arthritis was treated with hymovis in one knee on an unknown date and experienced an adverse event. The physician, dr. (B)(6), also attended the meeting and informed the sales rep that the patient, who is a single limb amputee with severe arthritis in the remaining knee, was treated with hymovis. After receiving the hymovis the patient returned to the clinic with a serious adverse event. The physician stated the patient had a pseudo-sceptic reaction. She was sent to her primary care physician to be treated for an infection in the knee. The physician's office was contacted by fidia pharma pharmacovigilance but the office was closed. The exact details of the event are unknown at this time. A message was left with the physician's answering service.